Event description:
The customer reported falsely elevated alinity I free t4 results generated on the alinity I processing module for one patient sample. The following data was provided: on (B)(6) 2024, (B)(6): initial result = > 64.35 pmol/l; repeat results = 14.79; 15.22; 13.66; 13.72 pmol/l (reagent lot 59141ud00). There was no impact to patient management reported.

Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in house testing of a retained reagent kit. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. An increase in complaints has been observed for lot 59141ud00, however, in-house performance testing was completed which indicates the product is performing as expected. Device history review did not identify any non-conformances or deviations associated with the complaint lot and complaint issue. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or product deficiency of the alinity I free t4 reagent lot 59141ud00 was identified.

Event description:
The customer reported falsely elevated alinity I free t4 results generated on the alinity I processing module for one patient sample. The following data was provided: 01may2024, sid (B)(6): initial result = > 64.35 pmol/l; repeat results = 14.79; 15.22; 13.66; 13.72 pmol/l (reagent lot 59141ud00). There was no impact to patient management reported.